Manufacturer narrative:
Patient details were reviewed and no indication was found that the event was related to device design, materials, or manufacturing. Visual inspection of the provided images noted a metal shell in unremarkable condition. Only the inner surface of the shell is visualized. No gross damages are observed. Clinician review of the provided records confirmed the patient was revised due to acetabular loosening. Insufficient evidence was provided to determine a definitive root cause of the loosening. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened. Device not returned.

Event description:
The patient was revised on the left hip due to pain. The surgeon did not specify the reason for the pain.